Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was in pain "with wire on the outside," but indicated this would go away with surgery tomorrow and the patient would feel comfortable to move around. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.